Manufacturer narrative:
Corrected sections: b1-changed to adverse event & product problem b2-changed to required intervention. Trackwise # (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure using om10000, they stated that the access rail platform standard blade connected to the drive mechanism had a piece break off into patients cavity. The piece was the black notch that holds the suture. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using om10000, they stated that the access rail platform standard blade connected to the drive mechanism had a piece break off into patients cavity. The piece was the black notch that holds the suture. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: initial reporter phone: (B)(6), email: (B)(6), occupation: administrator/supervisor. Corrected sections: b5 - om 1000 changed to om 10000, concomitant medical products: - changed to no (device not available for evaluation), h1 - changed to serious injury, h3 - changed to other; device discarded. Internal complaint # (B)(4) device discarded.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using om1000, they stated that the access rail platform standard blade connected to the drive mechanism had a piece break off into patients cavity. The piece was the black notch that holds the suture. The hospital did not report any patient effects.